Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Final quality evaluation was performed on (B)(4) 2011 based on the following requirements: the lot number could not be obtained. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and there are a total of (B)(4) complaints of this type. None of them were confirmed. There is no indication of complaint trend based on this review. In addition, no nonconformance or capas relating to the primary reason for contact for this icc were found in the nonconformance reporting system for the previous 12 months of case creation. In conclusion, based on the investigation conducted, this complaint is not confirmed. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. (B)(4). A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the patient presented with almost constant profuse diarrhea (possibly related to antibiotic therapy but unknown etiology) developed a couple of small wounds anterior and posterior sections of the external anus. The wounds are superficial and sloughy and that the flex-seal signal has been in situ for approximately eight (8) days. It is reported that the probability that this damage is pressure related as the patient has been sitting on the tube in bed and was nursed in bed since the event occurred, and that for the first time since event occurred. The patient sat out of bed in a chair for one (1) hour and is in a sitting position in bed. It was suggested that the product be discontinued to avoid further pressure damage if the patient is likely to continue sitting on the tubing; however, it is reported that the diarrhea is so constant that they would take the clinical decision for the overall good of the patient to continue with the product in situ and try to angle the patient to alternate sides so that she is not sitting on the tubing. It is reported that they will use barrier cream to help protect the affected area and monitor healing. The local hdm has updated the hospital accordingly. On (B)(6) 2011 call placed to itu again and spoke to nurse in charge ((B)(6)) to check on the progress of the patient with the anterior and posterior anal pressure damage. Feedback provided is as follows: the kit remains in situ but they are taking measures to ensure that the patient is positioned in bed on alternate sides and therefore avoids sitting on the tubing. The patient has not been allowed to sit out in a chair. The superficial wounds have not deteriorated and are being monitored. Barrier cream is being applied to the area as required. The diarrhea is being addressed with imodium and has reduced. The staff have the order codes for external faecal pouches, should they decide to use these, and are satisfied that they have taken the correct clinical decision for this patient. Lastly, reporter indicates that they have access to the free phone convatec help line number in case they require any further support. The local rep will follow up with a visit next week to the unit.